Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected by the physician.

Event description:
A report was received that the patient had frequent ipg charging. The patient will undergo an ipg replacement procedure.